Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced discomfort at the pocket site. The physician planned to bury the ipg deeper in the pocket. The physician decided to replace the ipg due to its age. Post operative programming provided effective stimulation.